Event description:
It was reported that the customer had high blood glucose levels of 158 mg/dl. The customer reported a compromised force sensor system error from the insulin pump. The customer also reported that the piston of the insulin pump did not stop during priming. The customer also reported that insulin squirted out during manual prime. No numbers appeared on the screen of the insulin pump nor were there any alerts heard. The customer tried out different infusion set to no avail. The customer was advised that the insulin pump would need to be replaced. The customer was advised that the insulin pump would need to be returned for analysis. No additional information was provided.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.